Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (07/25/2014). The patient¿s meter has been returned on 7/15/2014 and evaluated by lifescan product analysis on 7/16/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high compared her feelings and or normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began on (B)(6) 2014, at 7:30 a. M., at an unspecified date/time, the patient obtained a blood glucose reading of ¿367 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (lantus; self-adjuster) and stated she continued with her usual dose of insulin (15 units) in response to the alleged inaccurate reading(s) obtained with the subject meter. At 8:00 a. M. The patient stated she developed symptoms of ¿faintness, clammy, feeling shakiness¿. On (B)(6) 2014, at 9:44 a. M., the patient self-treated with 20 units of insulin, ¿based on the doctor¿s advice¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any test strips at the time to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.